Manufacturer narrative:
The date of the event is estimated. As noted: no cultures or sensitivities were performed for any of these cases to confirm the infection. Method - the device was not returned for evaluation. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. Relevant portions of the device history record and sterility record was reviewed for item reported. No pertinent findings were noted. (B)(4). Item # 786b, look, 3-0 bbs, lot# m181440.

Event description:
The date of the event is estimated. The doctor's assistant stated that nine (9) pts developed infection post routine tooth extractions using dental suture material 3-0 black braided silk. There were no cultures or sensitivities performed. All of the pts were treated with oral antibiotics which resolved symptoms.